Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead experienced a high out-of-range (oor) pacing impedance measurement on the lv lead. The local area field representative reported the lead was thoroughly tested and no problem was found. The device was reprogrammed providing an impedance below 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.